Event description:
The dealer reported that there were metal shavings from the weld in the adjustment holes of the tilt actuator preventing the chair from being adjusted into the frame. This could cause the chair to leave a user straned or in an unwanted tilt position.